Event description:
No led and device require to service¿. Prompt. There was no patient involved in this event.

Event description:
No led and device require to service. Prompt. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 350p passed ¿out qat from heartsine technologies on the 26th june 2013. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to bt1 coin cell becoming detached from the pcba due to suspected impact damage. The user would have been alerted with ¿warning, device service required¿ prompts, with no status leds illuminating as the coin cell powers the status led logic circuitry. Due to the nature of how the coin cell had broken off the -ve tab i.e. The tab and leg still intact with no welding fault identified, the coin cell had likely become detached due to impact. However, the investigation was unable to verify this by other means, as there was no visible damage to the outer case. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.